Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information: the initial report was re-reviewed and determined to be non-reportable. The reported screw was reported as ¿broken-postoperatively¿ based on a photograph of the explanted device showing a blunt tip¿not a reporter-alleged complaint. Upon receipt of the device it discovered this device was fully intact and no complaint had been alleged against it. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event. This medwatch report is hereby rescinded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(6) 2016. The initial report was re-reviewed and determined to be non-reportable. The reported screw was reported as ¿broken-postoperatively¿ based on a photograph of the explanted device showing a blunt tip¿not a reporter-alleged complaint. Upon receipt of the device it discovered this device was fully intact and no complaint had been alleged against it. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event.

Manufacturer narrative:
Additional product code: hrs. (B)(6). Manufacturing location: (B)(4). Manufacturing date: august 18, 2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the plate broke postoperatively. The patient was revised. It was also reported that there were screws that were also broken in addition to the plate. It is unknown when the plate and screws broke or if there were any retained pieces. This is report 3 of 5 for (B)(4).